Event description:
A malfunction was reported on the customer's pump, with no specific incidents occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.